Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that a polarcup head/liner inserter is broken. As this was noticed upon inspection, there was not patient involvement.

Manufacturer narrative:
G5: 510 (k) number. Section: h3, h6: it was reported that a polarcup head/liner inserter is broken. As this was noticed upon inspection, there was not patient involvement. The complaint device, intended for use in treatment, was not returned hence the product evaluation could not be performed. The lot number of the complaint device was not provided, the complaint history review based on the part number was performed for complaints over the last 12 months. 2 further complaints with fractured devices were found. A review of the risk management documentation verifies the failure mode and severity of the reported issue. No prior escalation actions are related to the reported issue. Based on the available information, a relationship between the reported event and the device cannot be confirmed and the root cause of the reported issue remains undetermined. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.